Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the shock was not getting delivered. There was no reported patient involvement.